Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in emergency room after receiving multiple inappropriate shocks, the device found to be in backup vvi mode. The bvvi status was caused by excessively long charge times on the capacitor. It was suspected that device battery maybe severely depleted due to having over hundred partial/max charges. A device download was performed successfully. No further information is available at this time.

Event description:
New information received notes that the device was explanted and replaced during right ventricular lead replacement procedure on (B)(6)2018. Patient¿s condition was stable.

Event description:
New information received notes that the inappropriate shocks were due to rv lead dislodgement. Patient's condition was stable throughout the event.